Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012 the reporter contacted animas to report an issue with the pump's prime/rewind screen in that it did not have the prime box highlighted. Troubleshooting revealed there was misuse of the product as the patient had used rechargeable batteries in the pump, which is not recommended by the manufacturer. There was no patient injury associated with this issue. As the issue was not resolved, this complaint is being reported.